Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superolateral dislocation and slight anterior subluxation of the femoral head component with respect to the acetabular cup in a right total hip arthroplasty. The acetabular cup demonstrates suspected increased lateral inclination which can predispose to dislocation. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03022.

Event description:
It was reported the patient underwent a hip revision approximately 1 month post implantation due to dislocation. No additional information.